Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose this morning was 115 mg/dl, at 6:22pm it was 182 mg/dl, and at 10:30pm blood glucose was around 404 mg/dl, current blood glucose is 330 mg/dl. The customer treated high blood glucose with bolus via the insulin pump. The insulin pump will not be returned for analysis.